Manufacturer narrative:
(B)(4). The reported field event of a suspected malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported the patient awakened feeling faint and shaky. Merlin.net transmission showed her capturing every other pacing output. The patient presented to the ER where ECG showed 100% capture. There was a small increase in low voltage lead impedance. The device was explanted and replaced. The patients will continue to be monitored. Everything went well with the case.